Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No material is expected to be returned.

Event description:
It was reported that the patient was admitted to hospital with high blood glucose levels due to air bubbles in the insulin cartridge. No details regarding blood glucose values or treatment in the hospital were provided. The patient was hospitalized for one week. The cartridge was changed in the hospital and the pump was working as intended at the time of the report, the patient was fully recovered.